Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the left ventricular (lv) lead dislodged resulting in high threshold. During the lv lead revision procedure, a new lv lead was attempted in two locations, however, the threshold were noted to be high. The helix was inspected and noted to be damaged. The original lv lead was repositioned into a different vessel and remains in use. No patient complications have been reported as a result of this event.